Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect impact code - sedation.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced inaccurate cgm readings followed by sensor failure. The cgm displayed a glucose level of 300 mg/dl, which led family members to administer insulin of an unspecified type and dose. The patient later reported, ¿I was out of it, I don¿t know what was going on.¿ after insulin administration, the patient compared the cgm reading with a blood glucose meter (bgm), which showed a value of 180 mg/dl. Shortly thereafter, he developed seizures, shaking, and confusion, again stating he was ¿out of it.¿ his wife called emergency services, and during ambulance transport the cgm sensor was removed; however, no confirmed blood glucose measurement was obtained at that time. At the hospital, the patient reported that staff performed a rectal tube flush and also administered related to his liver cancer. He also received a sedative to manage ongoing shaking and seizure-like activity. Diagnostic imaging, including a CT scan and MRI, was performed. IV fluids and unspecified medications were initiated to treat hypoglycemia. Hospital staff attributed the hypoglycemic episode to excessive insulin administered by family members in response to inaccurately elevated cgm readings. The patient further reported that at some point during the visit, he received IV insulin, suggesting that he may have subsequently experienced elevated or unstable blood glucose levels requiring treatment for hyperglycemia. The patient stated that he believes his liver cancer may have also contributed to the incident. He was discharged at approximately 1:00 am, reporting that he felt ¿halfway fine,¿ with improved strength and a return to his usual (unspecified) medications. He reported no additional injuries or treatments beyond those described. No other details were provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced inaccurate cgm readings followed by sensor failure. The cgm displayed a glucose level of 300 mg/dl, which led family members to administer insulin of an unspecified type and dose. The patient later reported, ¿I was out of it, I don¿t know what was going on.¿ after insulin administration, the patient compared the cgm reading with a blood glucose meter (bgm), which showed a value of 180 mg/dl. Shortly thereafter, he developed seizures, shaking, and confusion, again stating he was ¿out of it.¿ his wife called emergency services, and during ambulance transport the cgm sensor was removed; however, no confirmed blood glucose measurement was obtained at that time. At the hospital, the patient reported that staff performed a rectal tube flush and also administered related to his liver cancer. He also received a sedative to manage ongoing shaking and seizure-like activity. Diagnostic imaging, including a CT scan and MRI, was performed. IV dextros and unspecified medications were initiated to treat hypoglycemia. Hospital staff attributed the hypoglycemic episode to excessive insulin administered by family members in response to inaccurately elevated cgm readings. The patient stated that he believes his liver cancer may have also contributed to the incident. He was discharged at approximately 1:00 am, reporting that he felt ¿halfway fine,¿ with improved strength and a return to his usual (unspecified) medications. He reported no additional injuries or treatments beyond those described. No other details were provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction. H2 correction. Concomitant medical products - correction.